Manufacturer narrative:
(B)(4). Photos were provided for review by ethicon medical safety officer. Following are their observations: I reviewed a preoperative manometry and ph report associated with this complaint. They showed a defective les with normal esophageal manometry and abnormal esophageal ph exposure. The preoperative testing supported the diagnosis of a patient with gerd . No evidence of any esophageal dysmotility. I also reviewed 5 spot barium swallow images from an esophogram done 4 days status post linx device implant. They showed an intact linx device in the cardia. There was evidence of barium in the esophagus with tampering at the level of the linx device. There were also some films that showed barium in the stomach. According to the radiology report there appeared to be slow esophageal emptying of the contrast in spurts. There was no obvious esophageal dilatation. The barium swallow findings are consistent with expectations from a linx implant patient 4 days postop. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 26275 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: in the clinical trial it is stated: diagnostic imaging: yes could we please get a copy of the images? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Ph, manometry, and egd are entered in the study database. On what date did the implant take place? (B)(6) 2021. When using the linx sizing device what technique was used to determine the size? The sizing device was wrapped around the esophagus and 3 pops were used to determine the appropriate size. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Severe, patient could not even swallow his own saliva. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes.

Event description:
Event details: start date: (B)(6) 2021. Alert date: (B)(6) 2021. Country of event: world. Model: lxmc15. Device lot number: 26275. Date of surgery: (B)(6) 2021. Adverse event term: severe dysphagia. Patient details: patient identifier: (B)(6). Sex: male. Age (at time of consent): (B)(6). Additional event details site awareness date: (B)(6) 2021. Severity: severe. Is the adverse event serious? Yes. Death: no. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2021 discharge date: blank. Resulted in medical or surgical intervention: no. Led to fetal distress, fetal death or a congenital abnormality or birth defect: no. Relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no. Dilation performed: no. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: yes. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: yes. If other specify: IV steroids. Outcome: not recovered/not resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes. Did this event result in the patients discontinuation of the study? No.